Manufacturer narrative:
The customer's report of an over infusion was not confirmed. During physical inspection the instrument seal was observed to be broken. Dried fluid ingress observed on the male iui pins, female iui pins, inside door, under the platen retainer, and under the membrane frame. Crack observed inside door. The l2 conductor of the motor control board was found to have one broken soldered post. The customer did not provide an event date but reported the complaint to bd on (B)(6) 2019. The associated pcu or logs were not returned for investigation. The event programming could not be confirmed. Review of the suspect device (sn (B)(6)) event log showed the suspect device was attached to pcu (sn (B)(6)) and powered on (B)(6) 2019 at 3:01 pm. Review of the device error log showed the reported motor stall error (242.4030) was recorded three (3) times on (B)(6) 2019 and once on (B)(6) 2019. However, there was no record of the device being in use during the time of the alarms. The most recent infusion was recorded on (B)(6) 2018. Functional testing showed no anomalies. The root cause of the complaint of over infusion could not be identified.

Event description:
It was reported that according to repair request, over-infused lipids despite correct programming. When troubleshooting, had motor-stall error(242.4030) on log and was able to re-create error during testing.

Manufacturer narrative:
Additional info: b.5 this file represents the over-infusion fi results. The motor stall failure was captured in manufacture report number (B)(4). The reported experience of an over infusion was not confirmed or reproduced. ¿the device was reported as being used for treatment purposes. ¿the associated pcu or logs were not returned for investigation. The event programming could not be confirmed. ¿review of the device event log showed the most recent infusion was on (B)(6) 2018 at a rate of 50 ml/hr. ¿inspection of the suspect device showed no anomalies with the pumping mechanism ¿the event administration set was not returned for investigation.

Event description:
It was reported that there was an over-infusion of lipids despite verification of the programming. While troubleshooting, a motor-stall error (242.4030) was noted in the error logs and was recreated by the biomed. Although requested there was no information regarding patient impact.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that according to repair request, over-infused lipids despite correct programming. When troubleshooting, had motor-stall error (242.4030) on log and was able to re-create error during testing.